Event description:
It was reported the customer was hospitalized for high blood glucose and an infection. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was unknown. It was also found the customer had a fever, abdominal pain, and an earache during their hospitalization. Customer's blood glucose was 300 mg/dl while in the hospital. The customer was released in stable condition. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.